Event description:
It was reported that a linx was explanted and a new one was implanted. The device was explanted because the patient was having dysphasia issues, a recurrent hiatal hernia. The surgeon went into repair the hernia and the linx was further down then they thought it appeared to look like it was on the proximal stomach. They removed that original linx and replaced it with a smaller sized linx.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: are there images available that shows the migration? No. Did the patient have a hiatal hernia at the time of implant? Yes. If yes was this repaired at this time of implant? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 5/6/2022. Investigation summary during the visual analysis of the device, a detached washer was observed to be bent outwards. The detached washer and the female bead case that it disconnected from had two sets of weld tracks. These observations suggest that the washer detached from the bead case was due to external forces applied during the explant procedure. This could've been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. D3

Manufacturer narrative:
(B)(4). Date sent: 5/3/2022. A manufacturing record evaluation was performed for the finished device batch number 26163, and no non-conformances were identified.